Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's.

Event description:
A peritoneal dialysis patient reported that they experienced drain issues during treatment. The patient remained asymptomatic: drain 0: 145 ml, fill 1: 1999 ml drain 1: 1727 ml, fill 2: 1999 ml drain 2: 2168 ml, fill 3: 1999 ml drain 3: 1531 ml, fill 4: 1999 ml drain 4: 4092 ml, fill 5: 507 ml. The reported drain volume of 4092 ml was 205% of the reported fill volume, which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures; the cycler-weighed fill volume values were within tolerance. However, drain volume 2 was found to be out of tolerance by 4 ml, with a reading of 2064 ml. Additionally, the load cell verification (tare weight + 2000 gram) was out of tolerance. Following calibration, the load cell value and verification were within tolerance. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation test, the system air leak test, and the patient sensor calibration check all passed. There were no discrepancies encountered in the internal inspection of the cycler. None of the reported overfill conditions, drain complication, or priming problem were confirmed via testing. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.